Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter: when the syringe was connected to the q-syte infusion connector for exhaust, water leakage was found at the connector. After checking whether the connection was loose, it was found that there was water leakage between the end cap of the connector and the main body.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter: when the syringe was connected to the q-syte infusion connector for exhaust, water leakage was found at the connector. After checking whether the connection was loose, it was found that there was water leakage between the end cap of the connector and the main body.